Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note, the date of event (20-apr-2026) is considered to be the best estimate based on the date of awareness. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with recurrent abdominal incisional hernia, epigastric hernia thereby underwent open repair with implant of ventralex mesh (device 1) and ventralex mesh (device 2). Per operative notes, ¿a vertical incision was made over both hernias. The epigastric hernia sac was identified just above the umbilicus, and this was excised from peritoneal cavity. A ventralex mesh (device 1) was placed into the peritoneal cavity and secure it with sutures. An upper elliptical incision was made. Recurrent incisional abdominal wall hernia sac was dissected out. A ventralex mesh (device 2) was placed into the posterior peritoneum and secure it with sutures.¿ on (B)(6) 2015 ¿ patient have bowel obstruction and pain. Attorney alleges that ¿patient had ongoing pain due to failed mesh implants.¿